Manufacturer narrative:
Findings: unit unable to prime during the prime test and alarm during the basic occlusion test due to loose/protruded drive support disk. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. Cracked reservoir tube lip, reservoir tube cracked.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 76 mg/dl at the time of the incident. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.